Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed up and down movement in the lock, the rocker arm assembly was able to spin while in the locked position, and the index knob was cracked. General maintenance and cleaning required. The unit will be repaired with replacement of the index knob, disk ratchet, retaining ring, screw, nut, washer and wave spring, and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear and rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the rotation lock on the mayfield composite series skull clamp (a3059) slips. The device was in contact with the patient; however, there was no patient injury. The problem was noticed before surgery, and no delay resulted due to back up mayfield skull clamp.